Manufacturer narrative:
Age at time of event : 18 years or older.device is a combination product.(B)(4).

Event description:
It was reported that the stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was lifted up. The procedure was completed with a 3.0x33 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first distal strut lifted and pulled proximally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. There was evidence of medium inside the inner/outer lumen. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was lifted up. The procedure was completed with a 3.0x33 non-bsc stent. No patient complications were reported and the patient's status was good.